Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. (B)(4) applies to verify and lead (lot# unknown). (B)(4) applies to lead (lot# unknown) only. (B)(4) applies to lead (lot# unknown) only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient's daughter is concerned that a wire has become dislodged from the sacral area so they were advised to connect with the healthcare provider (hcp). They expressed further concern that when they would attempt to unlock the controller, it would show a message "unable to find device." It was determined that the caregiver or daughter was not within 8 feet of the patient when attempting to unlock the controller. The call agency attempted to advise the patient's daughter, but they weren't understanding. Two days later, patient's caregiver reported bowel is getting stuck in the patient's rectum when they have a bowel movement. The "unable to locate device" message was reported again. Asa result, the caregiver was informed on how to troubleshoot if the message occurs again "and remove both batteries and place back into controller and attempt to go through unlocking device steps again." On (B)(6) 2017, the patient was still having bowels stuck in them. The next day, patient's caretaker said the patient is still worried about the problems with the system, said the trial hasn't been fun for them, and it is wearing on their patience. The patient is tired of everybody asking them about their stool events. They had an extremely painful stool the day prior and still has stool stuck in their rectum. The patient has an appointment with their hcp on (B)(6) 2017. On (B)(6) 2017, patient is experiencing lower back pain near the bandages. Two days later, patient's caregiver mentioned the patient's incision site is sore, causing discomfort, and there's red discoloring at the incision area. Per the patient, the discomfort comes and goes and they are now on antibiotic. They are scheduled to go back on (B)(6) 2017 for implant surgery, but it doesn't look like they will move forward. Caregiver also said the nurse from the hcp's office states the patient's controller should not be shutting off and continue stating "cannot find device." The patient was advised that the call agency will make the patient's sales rep aware. On 2017-aug-04, patient's caregiver expressed extreme frustration about the trialing experience. No further patient complications have been reported as a result of this event.